Event description:
Libre 2 continuous glucose monitor never works. It is absolutely never accurate! I understand there is a delay in the cgm reading compared to the finger prick reader. I've repeated the finger prick test 5 & 15 mins after the cgm reading and it is still way off. Cgm say 157 and finger prick results were in the 70's both times. There has also been multiple times the cgm says my blood sugar is low, when it is normal. Again, I'm accounting for the 5-15 min delay with the cgm. This product is dangerous for anyone relying on the cgm alerts. I don't get symptoms of low blood sugar and I need this product to be more accurate. I've also had multiple sensors just fail and say error. FDA safety report ID #(B)(4).